Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted for clavicular crush and successfully replaced. The physician made no allegations of lead malfunction and no lead diagnostic information has been reported yet. No adverse patient effects were reported.

Manufacturer narrative:
Additional information and lead return has been requested from the boston scientific field representative. This report will be updated when further information is received.